Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported via journal article titled "subcutaneous implantable cardioverter-defibrillator: the impedance of air" that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion after the batter showed 65% remaining to 6% remaining in over six months. The device was explanted and replaced. To date the device has not been returned as a return package kit has not been received by the customer. No adverse patient effects were reported.